Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that it no longer powers on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.